Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had a first degree not a complete heart block.

Event description:
Diagnostic testing was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, a direct current (dc) cardioversion was conducted at 100 joules, after which the patient reverted to sinus rhythm with a heart rate of 40-70 beats per minute (bpm). Upon returning to the ward, the patient's heart rate dropped to approximately 30 bpm, indicating complete atrioventricular (av) block and av node dysfunction immediately following restoration of sinus rhythm. This led to the planned insertion of a temporary pacemaker, as pacing support was anticipated to be necessary for some time. The patient spontaneously returned to sinus rhythm around 8 am the next morning, allowing the temporary pacemaker to be placed on standby, and the patient maintained sinus rhythm thereafter. The pacemaker was removed two days after the ablation procedure. The complete av block resulted in a prolongation of the existing hospitalization. The outcome of this case is unknown. No further patient complications have been reported as a result of this event. It was further reported that a temporary pacemaker was inserted due to the reported case of complete av block.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.